Event description:
The pt return to the surgeon with incisions that did not heal. Pt had pain, the skin looked as if there was cellulitis, the incision produced pus, and the surgeon could feel the collagen marker. The surgeon and nurse utilized aseptic technique and no signs of packaging looked compromised.